Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no documentation in the complaint file to show a temporal or causal relationship between the unspecified hospitalization and the liberty select cycler. It is unknown why the patient was hospitalized. The pdrn refused to provide any further details, however, she does not think that the issue was cycler related. Without additional information the cause of the unspecified event cannot be confirmed. The liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
During follow up of a separate event it was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (B)(6) 2018 for unspecified dialysis related issues. The patient went to the hospital prior to treatment on the liberty select cycler. Hospital course is unknown and the patient was discharged over the weekend (unspecified date) and continues with pd therapy on the liberty select cycler without any reported issues. Per the pdrn, it is not believed that the cycler was the cause of the issues. Additional information was solicited, but unavailable.